Event description:
A customer encountered an incident where the control panel arm detached from their epiq ultrasound system. While attempting to transport the system from a parked position, the unit experienced resistance from a cable when the issue occurred. There was no injury associated with this event. The site¿s local philips service engineer replaced the control panel assembly to resolve the immediate issue.

Manufacturer narrative:
The investigation determined there is an issue associated with epiq ultrasound systems where the control panel arm assembly could have missing or loose screws. In these cases, if undue force, pressure or weight is applied, the control panel mechanism can fail and break off. This action was reported to FDA per 21 cfr part 806 on january 6, 2021. Reference corrections and removal report number 3019216-01/06/21-001-c. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.